Event description:
The customer contacted beckman coulter inc. To report discrepant high eosinophil (eo%) result without instrument generated flags obtained on one specific patient sample on the unicel dxh 800 coulter cellular analysis system, as compared to results from a peripheral blood film manual review, which was considered correct. Further review of the printouts revealed that a discrepant low neutrophil (ne%) result without instrument generated flags was also obtained. The discrepant results were not reported out of the laboratory; hence no death, injury or change to patient treatment is associated with this event. The dxh 800 was installed in may and the results were obtained as part of a correlation study. The sample was 20 hours old; however, sample collection information was not provided. Previously run patient samples were not rerun to confirm accurate back to the last acceptable control run. The dxh 800 is currently performing within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision). Latron and 6c cell controls analyzed before and after the incident recovered within expected ranges.

Manufacturer narrative:
The discrepant result occurred while the customer was performing correlation studies. Service was not sent to the site as the instrument appeared to work well as measured by quality control (6c cell control, latron) and the other 41 samples in the study correlated well for eosinophil counts. The cause of the discrepant results is unknown.